Manufacturer narrative:
Updated information: lens was exchanged on (B)(6) 2017 for a longer one. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaints were reported for units within the same lot. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.0 diopter, in the patient's right eye (od) on (B)(6) 2016. Patient developed low vault in the right eye one week after the surgery. As of today, (B)(6) 2017, the lens has yet to be exchanged with a longer lens.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. (B)(4).